Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was diagnosed with peritonitis one day after being hospitalized for an unreported indication. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (intravenous, one gram, frequency and duration not reported), injection amikacin (250 mg, route, frequency and duration not reported) and heparin (intraperitoneal, 1000 units, each bag for three days). Four days after the diagnosis, it was reported that the peritoneal dialysis effluent was clear. At the time of this report, the patient was recovering from the event. It was not reported if the peritonitis event prolonged the hospitalization. The action taken with peritoneal dialysis therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that antibiotic therapy was completed and the patient had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.